Event description:
The customer reports a falsely elevated architect stat troponin-I assay result of 0.046 ng/ml generated for one patient sample. The result was questioned by the patient's physician. The sample was retested and generated a result of <0.01 ng/ml. This customer uses a cut-off value of 0.028 ng/ml. There is no impact to patient care reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The evaluation began with a review of complaints received to-date to determine if other customers have experienced the issue of falsely elevated architect stat troponin-I assay results. The review of this data did identify an increase in complaint activity. As a result, a study was completed to evaluate assay performance. An internal troponin-I panel was tested with reagent lot 79248un12 (all of the materials utilized in this testing were stored and maintained in-house). The troponin-I panel is made from human plasma and is targeted to known troponin-I concentrations. The panel results were within specifications, demonstrating that the assay can accurately detect known concentrations of the troponin-I analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert (02k41) contains information to address the current customer issue. Based upon the available data and the results of the current evaluation a product malfunction was not identified.